Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the patient-device interaction was patient related due to underlying dic.

Event description:
Us clinical narrative: (updated 2026-5-18) after just over 5 days of support the patient expired. The death is being conservatively reported but is unlikely related to the bleed and most likely related to the underlying disease in scai stage e an impella cp was inserted via the femoral artery to support the 83 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Underlying medical history for this patient was not shared. The team observed a hematoma 5 minutes after introducer was peeled away and pump repositioning sheath advanced. The team held pressure intermittently to troubleshoot. The team assessed distal flow by fluoroscopy and saw no extravasation. The vascular surgery team was consulted but not vessel cutdown/surgical intervention was deemed necessary. The team applied a femstop and gave the patient 10 units of red cells and 1 unit of platelets. The patient was sent to the ICU on the support for continued monitoring. The patient remained on support. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
B2, b5, h1, and h6 updated based on the additional information regarding the patient outcome of death. E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
An impella cp was inserted via the femoral artery to support the 83 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Underlying medical history for this patient was not shared. The team observed a hematoma 5 minutes after introducer was peeled away and pump repositioning sheath advanced. The team held pressure intermittently to troubleshoot. The team assessed distal flow by fluoroscopy and saw no extravasation. The vascular surgery team was consulted but not vessel cutdown/surgical intervention was deemed necessary. The team applied a femstop and gave the patient 10 units of red cells and 1 unit of platelets. The patient was sent to the ICU on the support for continued monitoring. The patient remains on support to date. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.